Event description:
It was reported to boston scientific corporation that a hydratome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the cut wire "snapped" inside the duodenum, but remained attached to the device. The device was successfully removed, no portion of the wire detached inside the patient. The procedure was completed with another hydratome rx device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.although the patient's exact age was not provided, the patient is reportedly over 18 years old.